Manufacturer narrative:
An analysis was performed on the returned device. The material separation of the foot was not confirmed. The material separation of suture cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible there was a bilateral cuff miss. The damaged anterior needle tip condition indicates a possible cuff miss or a cuff connection followed by a material separation of the needle tip from the cuff, which may also have occurred fully during the plunger pull. The removed foot with the cuff and link attached indicates a likely needle strike on the posterior side. With the link still attached to the foot when the plunger was pulled, it is likely the resistance generated either by the foot separating or the force increase by the foot being pulled against the vessel wall, could cause the needle separation on the anterior side. The strike can cause separation of the foot or initiate a break that leads to a separation with manipulation or plunger pull with the cuff/link attached. The reported patient effect of foreign body in patient, and pain are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # changed from 4041041 to 4011241.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first prostyle device didn't deploy properly [suture break]. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Post procedure, the patient complained of pain in the calf. A surgical cutdown was performed and a separated foot, cuff, and link were found in the patient. The broken pieces were removed from the patient and a patch was used to achieve hemostasis. The patient required overnight hospitalization. There was a reported clinically significant delay in the procedure. No additional information was provided.